Event description:
Per the field clinical specialist, during preparation for a transcatheter aortic valve replacement (tavr) procedure using a 26 mm sapien 3 ultra valve, upon crimping, the representative observed material within the open cells of the valve, appearing as tissue or other foreign matter. The valve was removed from the system, and a new valve was opened. Per imagery review, a piece of material appeared at the outflow of crimped valve. The returned device was visually examined for abnormalities, and white fiber-like material was observed attached to the frame at the outflow side. Additionally, two isolated white fibers measuring 7 mm and 5 mm in length were identified.

Manufacturer narrative:
The investigation is ongoing. UDI number: (B)(4).